Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported that the insulin pump was cracked near the reservoir compartment due to being dropped. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.